Manufacturer narrative:
D2b: product code: lit. G4: PMA/510(k) # field on 3500a form: k110122, k141521.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the axillary artery. A 7.0 x 150, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured and leaked before reaching the nominal atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.